Manufacturer narrative:
(B)(4). The g5 system is associated with product code pqf.

Event description:
Dexcom was made aware on (B)(6) 2017 that on (B)(6) 2017, the g5 mobile application had no audio alerts and only vibrated. No additional patient or event information is available. Data was provided. Data investigation confirmed no audio on g5 mobile application. A root cause could not be determined via data.